Event description:
A surgeon reports that some type of damage or debris was noted on the intraocular lens (iol) prior to implantation. The haptics were intact and the surgeon decided to implant the lens. The following day, upon examination, the iol was found to be dislocated with a detached haptic located on the iris. The iol was removed and replaced with the same model.